Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had a cracked case at a display window corner and a cracked reservoir tube lip. No data was available because the insulin pump was received without a battery installed.

Event description:
It was reported that the customer passed away in a nursing home. The caller stated that the death certificate was not available yet. The customer was hospitalized on (B)(6) 2014; he was vomiting, had diarrhea and collapsed. The spouse called the paramedics and was told that too many things were wrong, and took the customer to the hospital. The customer was in the hospital from (B)(6) 2014 through (B)(6) 2015. The customer had kidney problems; only 10-15 percent was working, but during hospitalization it improved to 65 percent. The customer had three blockages in his heart. The customer's blood glucose at the time of death was unknown; the spouse stated it was high. The customer was not wearing the insulin pump at the time of death. It was removed at the time of hospitalizations since the staff did not know how to use it. The insulin pump was disconnected one month and one week prior to death. The customer did not use sensors. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The additional information has been provided with this report. The insulin pump passed the delivery volume accuracy test.